Manufacturer narrative:
A review of the device history records found the module met all specifications. The investigation is ongoing.

Event description:
The user facility in a (B)(6) reported that the irrigation stopped during surgery, collapsing the eye. As a result, the patient had a three-piece iol inserted, and a capsule rupture. Medical intervention required an anterior vitrectomy to be performed. The event occurred at the end of segment removal. A few nucleus pieces were let to emulsify. The anterior vitrector was set up and proceeded with the operation. Also, there was a change in the iol and recalculation was performed. The surgery was prolonged by approximately 25 minutes.

Manufacturer narrative:
Evaluation completed. Tested irrigation flow in sculpt and irrigation/aspiration (I/a) modes. Irrigation activated upon command every time the foot pedal was depressed into region 1 or further. Tested irrigation using pressurized infusion and adaptive fluidics. Irrigation was present when commanded. Activated and deactivated irrigation multiple times through two 500ml bottles throughout testing. Hfm00422 was built in 2018 and has no previous depot service activity. Incoming hw/sw levels are 3.0/3.17. The reported problem was not duplicated, so therefore unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.